Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen intermittently turns on and off. Reportedly, the pump still functions as intended. Customer had elevated blood glucose levels (approximately 500 mg/dl). Customer delivered correction boluses and manual injections to stabilize blood glucose levels.